Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection,the rectum was clamped and the green button was pressed but the handle was loose and unable to be squeezed. The rectum was not thick. Both the handle and the cartridge was replaced and the surgery was completed without problems. The event occurred during the procedure, but the product was not used for the patient.